Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval the monitor failed a pulse test. The cause for the pulse test failure was isolated to resistor r90 on the defibrillator board. The resistor was out of tolerance (high resistance). The root cause for the defective r90 resistor could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test. The last pt to use this monitor did not report any deficiencies.